Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelontransbronchial aspiration needle was used in an unknown anatomy area on an unknown date. The name of the procedure was not reported. According to the complainant, during preparation, it was noted that the needle was pushed out the side of the catheter.